Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of loose cable was confirmed. The medium-large clip applier instrument was analyzed and found to have a broken grip cable at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was observed with loose cables off tracks, resulting in the inability to perform clip function. There was no drop and no collision. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-oct-2025: the reported issue occurred after the first clip application, when loading the next clip, the cable was off track and unable to hold next clip. The clip applier instrument was unable to use all movement since cables were off. The instrument was only used once after the first clip application. The issue was resolved with used of additional clip applier.